Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6) regarding revision procedures that occurred. The information provided does not include the reasons for revision; only that fifty-four (54) revisions were performed involving biomet manufactured products. Attempts have been made to obtain clarification and event details from the reporting user facility; however, no further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the events. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown. Biomet has attempted to obtain further information; however, to date, it has been relayed that no further information is available pertaining to specific event details. This is 2 of 2 mdrs related to the same reported events. Also see 1825034-2012-00539.